Event description:
Appearance of air in the tubing between the cathter and the graduated collection bag of the external drainage kit. Affiliate reports it was impossible to purge the liquid and the system was changed with a great risk for infection to the pt.